Event description:
Upon a follow-up of the subject ICD on (B)(4) 2014, an error message was displayed related to "abnormal a lead impedance on (B)(4) 2014". High impedance measurements dated (B)(4) 2014 was also observed on the 3 lead impedance curves displayed (a, rv, lv). Additionally, displayed follow-up data (including these curves and arrhythmia episodes) were not available in recorded patient files for unknown reason. Preliminary analysis revealed that the missing follow-up data (curves and episodes) was due to a programmer software anomaly (this anomaly has already been corrected in more recent versions of the programmer software). These follow-up data are lost. As a consequence, the reason for the reported high impedance warning cannot be determined.

Event description:
Upon a follow-up of the subject ICD on (B)(6) 2014, an error message was displayed related to "abnormal a lead impedance on (B)(6) 2014." High impedance measurements dated (B)(6) 2014 was also observed on the 3 lead impedance curves displayed (a, rv, lv). Additionally, displayed follow-up data (including these curves and arrhythmia episodes) were not available in recorded patient files for unknown reason. Preliminary analysis revealed that the missing follow-up data (curves and episodes) was due to a programmer software anomaly (this anomaly has already been corrected in more recent versions of the programmer software). These follow-up data are lost. As a consequence, the reason for the reported high impedance warning cannot be determined.

Manufacturer narrative:
This emdr was not sent within 30 days because of unexpected delays incurred when applying for our FDA esg as2 production system account. This emdr has been sent shortly after our production system approval.